Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: replace a1203 with a0501 correction made to f10/h6: component codes: replace g04034 with g04134 and g04008 additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater line of an amia automated pd cycler set and heater bag which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. To resolve this issue, therapy was restarted with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.